Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), e1 (initial reporter first name) d7a (sud reprocessed and reused?) And h8 (usage of device) have been updated based on the additional information received on (B)(6), 2023. Block h6: imdrf device code a15 captures the reportable event of a clip would not release from catheter.

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip devices were used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6), 2023. During the procedure, the yoke of one of the clips broke off and the clip eventually fell off the tissue. They had to retrieved the detach clip by a rat tooth forceps. Additionally, the other two resolution 360 ultra clips would not release from the catheter to deploy. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. Additional information received on (B)(6), 2023: it was confirmed that the anatomy location of the procedure was in the esophagus. The first clip fell off into the patient in an open state. Additionally, it was clarified that the second clip was unable to grasp onto tissue, thus the reason the clip would not release from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a clip would not release from catheter.

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip devices were used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2023. During the procedure, the yoke of one of the clips broke off and the clip eventually fell off the tissue. They had to retrieved the detach clip by a rat tooth forceps. Additionally, the other two resolution 360 ultra clips would not release from the catheter to deploy. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.